Manufacturer narrative:
The actual device was not available; however, a photograph and video of the sample was provided for evaluation. Visual inspection of the provided picture did not identify any abnormalities as only the label of the dialyzer was visible. Visual inspection of the provided video showed an external fluid leakage at the connection between the header and the housing was visible. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause for the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 14l dialyzer, an external fluid leakage was observed at the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.